Event description:
A malfunction on the pump was reported by the caller, who noted that there were no notable events leading up to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer initially could not reset the pump but later provided the pump's serial number and attempted a reset, only to encounter the same malfunction code again. As a result, a replacement pump was sent to the customer by cts, along with instructions for returning the compromised pump and guidance for using the replacement. The customer agreed to use a backup insulin pump in the meantime.